Event description:
Report received with returned product that device was explanted due to "normal battery depletion. Marcaine (off-label drug) used exclusively in pump." Device was implanted only 17 months, which is significantly under estimated normal life of device. Device was returned to MFR for analysis.